Event description:
New tr2 alert and new alarm pad placed on pt hospital bed. Bed pad and alarm properly set up on day of incident, had alarmed earlier on that day; however, pt was found on the floor beside bed laying on the floor and bed alarm did not alarm to alert the nursing staff. This fall resulted in a hip fracture. The pt was transferred to a larger facility for a hip surgical consult, had surgery for hip repair, then had a heart attack, and expired on (B)(6) 2012. When the pt was found on the floor (B)(6) 2012, as a staff member was lowering the pt's head of bed from a 45 degree angle for the bed to be in position to put pt back in bed, the alarm sounded.